Event description:
Additional information received noted that the patient did not have concerns with their device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v852753, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation and an overstimulation sensation. The patient reported needing reprogramming and was told to see if it could be done over the phone, however the patient stated she needed complete reprogramming as she had already tried all the programs available. It was reported that the patient had one program that was really bad and it hurt, and the other ones weren¿t working at all. It was noted that the patient was ¿going all the time again". This had been occurring for the past two weeks. Additional information has been requested, but was not available as of the date of this report.